Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent, undefined cartridge alarms with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.